Event description:
Ap and lateral views of the right forearm and wrist were reviewed which show interval callus noted radial shaft fracture, hardware failure noted to midshaft of the ulna plate with interval callus noted there as well but concern for delayed union. Weeks later, removal of right ulnar fractured plate and radial plate, repair non-union right radius and ulna using radial metaphyseal bone graft- modifier 22, tenolysis brachioradialis tendon the right upper extremity was placed in tourniquet and prepped and draped in the normal sterile fashion. The esmarc was used for exsanguination of the extremity and the tourniquet was inflated to 250 mm hg. The ulnar fracture non-union was approached first through a lateral approach, using the previous incision that was extended proximally and distally as needed. The subcutaneous tissue was divided and the interval between the extensors and flexors was developed. Subperiosteal dissection was carried out. The fracture non-union was identified. First the plate was exposed proximally and distally on the entire length, I noted fracture of the plate through the hole that was at the level of the nonunion site. There was abundant periosteal bone formation along the plate and more significant at the nonunion site, but after the removal of these new bone formation, it was noted that there is wide nonunion with about 2 to 3 mm gap between the fracture fragments that was filled with dense scar tissue. The more distal fracture in the ulnar metaphysis appeared to be healed. Then both fragments of the broken ulnar plate were removed after the screws were removed without difficulty. Again, the distal ulnar fracture was tested for stability and appeared well-healed. The fractured ulnar plate was sent for examination by pathologist. At this point, I debrided the fracture removing all the extensive scar tissue, both proximal and distal shaft medullary canal was drilled to open the medullary canal and then the ulna was reduced. At this point it appeared to have a gap of about 2 mm with contact on the radial aspect of the ulnar shaft. Under fluoroscopic view he now tested the stability of radial shaft fracture, and it appeared that there is micromotion at that level. The radius was then approached via the volar approach of henry, again using the previous incision that was extended proximally and distally. The interval between the brachioradialis and the fcr was identified and the radial artery was protected. There was significant scarring of the brachioradialis which was essentially entrapped into the callus at the fracture site and required extensive tenolysis, and the tendon was freed from the scar tissue and preserved intact. The shaft was identified proximally with the supinator taken down from the ulnar side of the radius with the arm in supination. The pronator was taken down with the arm in pronation and this was extended distally as required to the flexor digitorum. The radial plate was now exposed on the volar aspect of the radial shaft, and I noted abundant periosteal reaction at the fracture site. Once this periosteal reaction was excised I observed again motion between the 2 fracture fragments suggesting tight nonunion. At this point, I decided to proceed with repair of the radial shaft nonunion as well. The screws and then the plate were removed without difficulty, then the nonunion site was cleaned from all the scar tissue on the proximal distal shaft medullary canals were drilled to open the medullary canal. The fracture was then reduced and a 9 hole 3.5 mm lcp¿dcp plate by synthes was placed on the volar and ulnar aspect of the radius avoiding the previous screw holes. After elevating the pronator quadratus of the distal radial metaphysis, a 1 x 2cm cortical window was made and abundant cancellous bone graft was harvested to be used at both the nonunion sites. The cortical window was also kept as a structural bone graft. First both wounds were copiously irrigated, then I packed the radial shaft nonunion with the cancellous bone graft and then the structural bone graft was wedged between the fragments prior to compression. After all the holes were filled with a 3.5 mm cortical screws, appropriate position of the radius, plate and length of the screw was confirmed by fluoroscopy.